Event description:
It was reported that a post coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented with a severe obstructive lesion proximal to previously implanted cypher stents in the left anterior descending (lad) artery, and significant restenosis all along the stents, but mainly at the level of the lad at the 1st diagonal (dx) bifurcation. In the ccl, the thysician used ivus to study the anatomy of the lesion, and the stent restenoisi in the lad. Severeobstructive plaque was observed prior to the lad stents, as well as significant restenosis throughout the stent length. The lad lesions were crossed , and ptca was done at several levels of the lad with a 2 . 5x15mm balloono inflated to 20 atm's followed by a kissing balloon, with a 2 . 5x15mm balloon where the lad branches to the 1st dx, inflated again to 20 atm's, and a 2 . 5x20mm maverick balloon inflated to 18 atm's. The taxus liberte' 3 . 5x28mm drug eluting stent was implanted in the proximal to medial lad, inflated to 16 atm's, obtaining good initial angiographic results, and a distal flow of timi 3, but the 1st dx remained caged. Attempts were then made to cross the 1st dx lesion with different types of guides, but this was not opossible, and the procedure was concluded. Patient received double anti-platelet therapy, adiro, and plavix, which was recommended for at least 12 months. Six days late the patient returned with a complete occlusion of the proximal, lad and the 1st dx. Collateral circulation was nil. The proximal circumflex (cx) had an 80% occlusion. A 1.5x14mm mercury balloon was used to dilate the proximal cx. In the proximal lad the physician used a 3.0x20mm jocath mercury balloon to predilate, and then implanted a 3.5x24mm taxus liberte' stent, and a 3.5x16mm taxus liberte' stent. The proximal cx was dilated again with a 3.0x20mm mercury balloon. The patient received reopro during the procedure. In the opinion of the physician, the thrombosis was not related to the taxus stent. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.